Event description:
The surgeon had inserted a aq2010v silicone three-piece intraocular lens into the pt's eye, and the trailing haptic tore. The surgeon enlarged the incision to remove the lens, and replaced it with another lens. No suture was required.